Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify keypad unresponsiveness, frozen screen and e/a alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display, vibration anomaly and keypad anomaly. The customer¿s blood glucose level was 183 mg/dl. The customer reported that the screen was black and was flashing on it, kept vibrating and the red light was flashing on the keypad, none of the buttons were working. The customer reported that the insulin pump screen was turned off. Customer reported that the time clock does not advance. The customer was advised to insert a recommended new or fully charged aa battery. Customer was able to clear the pump errors, power loss alarm and program pump. The customer was advised to monitor's pump home screen for one minute. The customer reported that the time clock was advancing. The customer was advised to monitor closely and call back if it happens again. The insulin pump will be returned for analysis.